Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016 the g5 mobile application displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 01/06/2017. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 01/06/2017. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter resulting in a zero volt discharge. Data reviewed, finding no low transmitter battery alerts. However, a transmitter failure was observed. The complaint of a low transmitter battery could not be confirmed. The root cause could not be determined, post investigation.